Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2: country: australia.

Event description:
It was reported that during surgery it is difficult to connect the handpiece to the cable, there was an unusual noise coming from the unit, and the blade was moving excessively. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.